Event description:
Gunther tulip ivcf placed in 2006 found to be multiply fractured, in at least 5 pieces. Ivc occluded. Filter removed with forceps. Half of 2 legs, one thin wire tulip petal, and half of another tulip petal left extravascular.